Event description:
Ventilator malfunction. Patient was not getting full tidal volume. Patient removed from vent & bagged until vent could be replaced. No harm to patient.======================health professional's impression======================no adverse event.test performedperformed flow sensor calculation, estimated calculation and 100% calculation. Check ok. No problem found. Respiratory therapist ran several tests with the test lung, with tidal volumes showing on screen. Respiratory therapist was ok with unit. Returned to service.